Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 545 mg/dl. A correction bolus via the pump was delivered to address bg. A system check was performed and it was found that the customer forgot to fill the infusion set tubing during the load fill tubing sequence. Recommendation was made to consult with a healthcare provider to discuss diabetes management.